Event description:
It was reported a patient in a wheelchair positioned herself at embrace mammography system and accidentally engaged the c-arm down switch when the wheel of the system came down on her legs. The patient started screaming, causing the operator to panic. She left the patient and returned with a doctor. The doctor engaged the emergency stop button and rebooted the system to free the patient of the c-arm. This took approximately 15 minutes; causing some bruising to the patient's legs. X-rays were taken of the patient's legs. No fractures occurred and after calming down they were able to proceed with the mammogram.

Manufacturer narrative:
This incident occurred due to operator error. The operator did not heed warnings (which are in the user's manual and on foot-switches) to move foot-switches out of the way when taking x-rays of a patient in a wheelchair. This was further complicated by the operator not using the system emergency switch to stop the downward movement when the incident occurred. The embrace dm was manufactured by hologic, but is distributed in europe by (B)(4). This model is the same as the selenia and meets iec 60601-1 standards.